Manufacturer narrative:
The customer¿s report of a possible overinfusion could not be confirmed. The pcu event log showed that on (B)(6) 2015 at 9:21pm, an infusion of insulin, 150 units in 150ml, was started at 6ml/hr with a vtbi of 6 ml. Approximately 14 minutes later the infusion was paused. Thirty two seconds later the infusion was continued; less than one minute later the infusion was again paused. At this point, the user cycled between the ¿continuous infusion¿ and ¿setup¿ screens, selecting ¿rate¿ several times, but making no changes. After approximately 15 minutes the door was opened, and the device was then channeled off. The total infusion time was approximately 14 minutes and 43 seconds with a total volume infused of approximately 1.456ml recorded. It is not possible to determine from a log review what fluid or volume was in the bag at the time of the infusion. Testing and inspection of the returned pcu and lvp found no malfunctions; the pump module was found to be infusing within specification during asm rate accuracy testing and functional testing. The administration set was not received for analysis. The root cause of the reported medication container being empty sooner than expected cannot be determined.

Manufacturer narrative:
Concomitant medical products: (2) 2420-0007 primary sets; (2) mpx5300-c extension sets; therapy date: (B)(6) 2015. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer requests a log review to check programming and an evaluation of the device because reportedly a 150 ml volume of insulin 1 unit/ml was supposed to be programmed for 6 units/hr. However 15 minutes after it was started the container was empty. The patient's blood sugar was in the 700's before the insulin was ordered, and was in the 400's just before the drip was started. There was also a basic IV fluids infusion, unspecified solution, via a separate line/separate pump. The pharmacist was skeptical about whether an insulin overinfusion actually occurred because there was no clinical effect; the patient's blood sugars were reported to have stayed in the 400's after the event, and stayed in the 400's until the insulin was resumed some time later. There is no report of patient harm or medical intervention required beyond increased monitoring of blood sugars.